Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-19939.

Event description:
Customer reported having high blood glucose due to a bent cannulas. Customer's blood glucose was 500 mg/dl. Troubleshooting for high blood glucose found the customer was displaying symptoms such as thirst and urination. Customer stated she had treated her blood glucose with a bolus delivery. Troubleshooting for the insulin pump also found insulin was able to exit from the tubing. The customer also reported that there was not any leaks on the insulin pump. No additional information provided.